Event description:
Davinci xi instrument (vessel sealer) was defective. Instrument malfunctioned during procedure causing a fragment of the instrument to fall into the pt during the procedure. Fragment was retrieved by surgeon; instrument was removed from field and given to appropriate staff. Instrument being sent back to company for analysis per coordinator.